Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Cut me: above the lip [lip injury]. Bleeding: above the lip [lip haemorrhage]. Metal part comes close...stuck right in me: above the lip [foreign body in skin or subcutaneous tissue]. Brush head comes off while brushing my teeth: oral-b [device breakage]. Case narrative: consumer called stating brush head comes off while brushing teeth and the metal part got stuck above the lips caused cut and bleeding. No serious injury reported.